Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the device to look brand new. Event history log did not record event when used switched bags and wasn't spiked properly. There was one upstream occlusion alarm and there were five downstream occlusion alarms. Tests from previous customer's set up and ran to complete 20ml pca dose without any issues. Replaced dso sensor as a preventative measure. With no indication of a manufacturing defect found during evaluation, no device history review was performed. A review of service history found the device had not previously been in for service.

Event description:
It was reported that the pump ran as programmed and the desired amount of medication was dispensed. When they switched bags, the second bag wasn't spiked properly. The pump didn't have an occlusion alarm, so they assumed it was working fine. Only when the patient had a significant pain crisis did they recognize it wasn't delivering the pain medication. Biomed have been checking the device and the occlusion alarms seem to be working fine. It seems like the device is fine but something went wrong. No patient injury.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.